Event description:
It was reported that during an esophagectomy procedure, the clip was malformed and jamming occurred. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.